Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Subject was seen on (B)(6) 2016 by another orthopaedic surgeon in the practice for knee pain. At this appointment, a broken distal interlocking screw was noted. There was no plan for surgical repair at that date. The patient was seen (B)(6) 2016 with no changes noted and on surgery scheduled.